Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), syncope ("vasovagal syncope"), seizure ("seizures") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, vitamin d deficiency and vertigo. Concomitant products included ascorbic acid (vitamin c) since (B)(6) 2013, benzaclin topical (duac) from (B)(6) 2010 to (B)(6) 2011, benzoyl peroxide from (B)(6) 2010 to (B)(6) 2011, cetirizine hydrochloride (zyrtec) since (B)(6) 2008, chlortalidone (chlorthalidone)(B)(6) 2016 to (B)(6) 2016, cilest (trinessa) (B)(6) 2008 to 2010, clindamycin since (B)(6) 2010 to 2015, colecalciferol (vitamin d) from (B)(6) 2010 to (B)(6) 2017, cyanocobalamin-tannin complex (b12), cyclobenzaprine since 2014, dicycloverine hydrochloride (bentyl) from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro) from (B)(6) 2015 to (B)(6) 2015, fexofenadine (allegra) since 2008, fexofenadine from (B)(6) 2010 to (B)(6) 2010, fluconazole (diflucan) since (B)(6) 2012, hydrochlorothiazide from (B)(6) 2010 to (B)(6) -2015, hydrocortisone (hytone) since (B)(6) 2010 to 2016, hyoscine (transderm scop) from (B)(6) 2016 to (B)(6) 2016, lisinopril from (B)(6) 2010 to (B)(6) 2011, macrogol (miralax) since (B)(6) 2015, magnesium citrate (magnesium citrate [citric acid,magnesium carbonate,potassium bicarbona) since (B)(6) 2016, magnesium hydroxide (milk of magnesia) since (B)(6) 2015, methylprednisolone (medrol) since (B)(6) 2011, mometasone furoate (elocon) since (B)(6) 2010, multivitamin since (B)(6) 2016, oxycocet (percocet) from (B)(6) 2013 to (B)(6) 2016, prednisone, procaterol hydrochloride (pro-air)(B)(6) 2015 to (B)(6) 2016, progesterone since 2012, serenoa repens (saw palmetto) since (B)(6) 2015, spironolactone since 2012, tizanidine from (B)(6) 2016 to (B)(6) 2016, topiramate (topamax) from (B)(6) 2010 to (B)(6) 2010, tretinoin (retin a) since (B)(6) 2011 to 2016 and tums [calcium carbonate, magnesium carbonate, magnesium trisilicate] (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), seizure (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pruritus ("itching"), dizziness ("dizziness"), urticaria ("hives"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye pruritus ("vision/eye problems type: itchy"), eye irritation ("vision/eye problems type: burning"), weight increased ("weight gain"), fatigue ("fatigue"), constipation ("chronic constipation"), alopecia ("hair loss"), peripheral swelling ("swelling of extremities") and dysgeusia ("metallic tasting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain\ severe cramping"), vulvovaginal pain ("vaginal pain"), mood altered ("mood changed"), rash ("rashes"), oedema ("edema") and vision blurred ("vision/eye problems type: blurred"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2017, the migraine and headache had resolved. At the time of the report, the pelvic pain, genital haemorrhage, syncope, seizure, systemic lupus erythematosus, abdominal pain lower, vulvovaginal pain, hot flush, night sweats, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, pruritus, dizziness, urticaria, anxiety, rash, hypertension, oedema, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, eye pruritus, eye irritation, weight increased, fatigue, constipation, alopecia, peripheral swelling and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye irritation, eye pruritus, fatigue, genital haemorrhage, headache, hot flush, hypertension, menorrhagia, migraine, mood altered, nausea, night sweats, oedema, pelvic pain, peripheral swelling, pruritus, rash, seizure, syncope, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most of all symptoms decreased after essure was removed current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications added. Events hot flashes, night sweats, mood changed, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, vaginal infection, itching, dizziness, hives, anxiety, lupus, migraines, headaches, high blood pressure, edema, nausea, vasovagal syncope, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: blurred, itchy, burning, weight gain, fatigue, chronic constipation, hair loss, swelling of extremities and metallic tasting added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on or around (B)(6) 2016, forced to undergo one or more surgeries to remove one or more essure coil). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.